Manufacturer narrative:
The technician used a brake/steer upgrade kit to repair the stretcher.

Event description:
Information received indicates the brake will not hold at the head end of the stretcher when engaged.